Event description:
It was reported that since 2010 the patient has had issues with their back and legs that have gotten persistently worse. They have pain in their knee, shin, and thigh that moves around and has been that way since implant. When the patient was implanted they were feeling stimulation in the left leg and never got stimulation in their back. They noted that since 2013 their stimulator had not been working and the last time they had the stimulation on it was supposed to be giving them results in their back or legs. In (B)(6) 2014 they turned their stimulation on again and were only feeling stimulation on the right side and only some in their left leg. They never got stimulation in their back and felt tingling on the right side and that is when they decided to quit using it. Another factor regarding why they quit using the device was because they have shoulder issues and could not operate the device unless they had assistance. The patient also asked about guidelines for having an MRI of their spine to diagnose their back and leg issues.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).